Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with complaints of thumping in her chest. Device interrogation revealed that the right ventricular lead had become dislodged. The lead was failing to sense and capture. Patient stated she had not been compliant with restrictions placed on her left arm following procedure. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.